Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power. The pt indicated that the alleged meter issue started a couple of months earlier. About a month after the alleged issue began, the patient claimed that she developed symptoms of feeling bad and "going to the bathroom." As a result of the alleged issue, the pt administered self-care by eating more food and/or drinking more beverage(s). On twenty days earlier, the patient's blood glucose was tested on a doctor's/clinic's meter and a result of "121 mg/dl" was reported. It would have been helpful to know the following info: what date/time the alleged meter issue began, her testing frequency, her medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, and if the pt was symptomatic when she was tested on the doctor's/clinic's meter. In addition, it would have been helpful to know if the pt received any treatment from a health care provider during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.